Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (iesu) control cable and the iesu unit to resolve the reported issue. The iesu control cable will not be returning as it is a field scrap. The system was tested and verified as ready for use. The iesu was analyzed, and the reported failure was not replicated. The iesu energized, cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported the surgeons was having difficulty using the bipolar function and could not get it to work in their case. The surgeon opted to convert the case. Prior to calling into technical support (tse), the customer stated that they had tried brand new instrument cables and issue persisted. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred during the procedure. Ports were confirmed to be placed. The system functionality was not checked upon powering on the system. The system initially powered on without any errors. Technical support was called for full troubleshooting. The staff exchanged the bipolar cords multiple times and issue remained. The procedure was then converted to traditional laparoscopic surgery. There was no port incision increased or additional ports added. The patient tolerated the change after conversion. There was no injury to the patient that was reported. Technical support was contacted after the decision was made to convert to laparoscopic procedure.